Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image cut out completely. It was also reported that the video baton's hdmi connector appeared to be worn. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported image failure. When connecting the reported video baton to known, good, test verathon equipment, the tsr observed double image and green horizontal lines. Furthermore, the video baton's hdmi pin was worn out. The glidescope video baton 2.0 large failed verathon's functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the glidescope video baton 2.0 large was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.